Event description:
The customer reported that the monitors do not beep when they should. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. There was no lack of awareness to the patient's condition, and there was no delay in any treatment. No patient details are available.